Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a pocket revision procedure and additional defibrillation threshold (dft) testing. Dft testing failed with the standard but broke the arrhythmia with reverse polarity. The s-ICD impedance was 159 ohms during the shock. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a pocket revision procedure and additional defibrillation threshold (dft) testing. Dft testing failed with the standard but broke the arrhythmia with reverse polarity. The s-ICD impedance was 159 ohms during the shock. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to the chronic high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a pocket revision procedure and additional defibrillation threshold (dft) testing. Dft testing failed with the standard but broke the arrhythmia with reverse polarity. The s-ICD impedance was 159 ohms during the shock. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to the chronic high impedance measurements. No additional adverse patient effects were reported.